Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use the bd nexiva¿ closed IV catheter system was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿hcp found leakage and confirmed the ex-tubing was damaged.¿

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit in two pieces with no packaging. A q-syte was attached to the adapter. In addition, five photographs were submitted which displayed different views of the defect described. Upon visual examination of the unit and photos the tubing is confirmed to be damaged. The unit has been separated into two parts due to a cut/slice in the extension tubing. There was no additional damage or defects found on the extension tubing, adapter, or catheter. Further inspection of the cut/sliced tubing was performed. The cross sections of both sides can be viewed. The surface of the tubing along the cross sections are smooth which indicates that tearing did not take place. The damage to the tubing seen was found very smooth and has grains on both sides of the damage indicating that a sharp object cut the extension tubing. Testing for leakage could not be performed with the used device received and leakage would occur quickly after retracting the needle. The reported issues were confirmed however there is no evidence that the defect is manufacturing related. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the bd nexiva¿ closed IV catheter system was damaged. The following information was provided by the initial reporter, translated from chinese to english. Verbatim: ¿hcp found leakage and confirmed the ex-tubing was damaged.¿